Event description:
It was reported via legal notification, that patient, underwent initial left knee replacement surgery on (B)(6) 2011 and was implanted with a optetrak device. Plaintiff underwent a left knee revision surgery on (B)(6) 2018, approximately 7 years 4 months post initial procedure and was implanted with a different device. Plaintiff continues to experience pain and discomfort on a daily basis in both of her knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Additional information received by the legal department on 19 feb 2023: dob: (B)(6) 1961 preoperative diagnosis: osteoarthritis left knee revision for left total knee arthroplasty preoperative diagnosis- failed left total knee secondary to osteolysis. Femoral, tibial, and patellar component. The patient presented to the office secondary to underlying osteolysis of her left knee. She had continued instability and pain secondary to failure of conservative management. ¿osteolysis on radiograph was not evident within the bone grossly. There is no grafting or areas of cavitation to fill with graft sleeves were elected to be used secondary to the diffuse osteolysis noted on radiography and for added stability. ¿ the patient was reversed from anesthesia and taken to pacu in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: d1, d4, d10, g4, h4, h7, and h9. H6: investigation results - the revision reported was likely the result of osteolysis and prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the osteolysis and prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.